Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The customer reported that the ez breathe atomizer did not produce a mist to alleviate the patient's asthma exacerbations. The patient added that he was transported to the hospital and was almost ventilated as a result of the asthma attack. The patient is a (B)(6) old male with a past medical history that is significant for asthma and an unidentified psychological disorder. He reports an allergy to neurontin (convulsion and vomiting).